Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Part number: 04.017.255s lot number: 95p7336 manufacturing site: mezzovico release to warehouse date: 12 may 2021 expiration date: 01 apr 2026. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturing site name & address corrected.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for humeral diaphyseal fracture with multiloc humeral nail. The patient's distal bone fragment broke off when the surgeon inserted the nail. The wound is closed as it is, and after checking the situation with CT, etc., reoperation is performed as the case may be.the surgery was completed successfully within 30 minutes delay. There, the surgeon noticed that the nail was long, and when he checked the nail, it confirmed that the sales rep had opened ¿the 255mm nail¿, not ¿the 225mm nail¿. The surgeon, unaware of it, inserted the nail into the patient. At the discretion of the surgeons, the wound was closed without further surgery on the day of the surgery due to reasons such as the inability to prepare a plate for distal humerus immediately. The surgeon considered reoperation but decided to wait and see with conservative treatment. The patient was informed of this and gave consent. This report is for one (1) multiloc hn ø7 le cann l255 tan this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.